Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer that a replacement pump with updated software would be sent. The current pump will continue to be used, with an alternate method as a backup if needed. The customer understood all guidance provided by technical support.